Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results from the cobas 6000 c (501) module analyzer. These were the sodium results: the initial result was 120 mmol/l and the repeat result was 132 mmol/l. The questionable results were not reported outside the laboratory. The sodium electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the ise reference electrode and the sodium electrode. He found salt around the ise block and the reference electrode. He cleaned these. He replaced the sipper nozzle and tubing, conditioned the electrodes, checked the sipper pathway, and observed no air leaks from the syringe. He primed reagents and ran ise checks. Calibration and qc passed. The investigation did not identify a product problem. The cause of the event could not be determined.